Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: investigation revealed that the display lens was cracked. Unrelated to the original complaint, investigation revealed that the display was blank. The pump casing was opened and no defects were found to the display components. The display was replaced with a test display, and the test display functioned normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.